Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin from the reservoir leaked into the reservoir compartment and the pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer changed out the reservoir and the pump passed the self test. Customer was advised to monitor the pump and call back if any issues but the call was disconnected at this point and no further details were given.